Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the system implanted on (B)(6) 2015 was not working well when implanted. It was said to be not doing enough and not helping the patient¿s pain. It was reported that their pain management doctor finally took an x-ray on (B)(6) 2016, which showed the lead came out of where it was supposed to be. The lead had ¿bent over to the cervical.¿ the lead was replaced on (B)(6), 2016 for this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.